Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The location of the leak unknown. This was found during set-up for peritoneal dialysis therapy. The caregiver (cg) stated that the patient line was not primed to the top but the patient felt solution outside of the line. The patient confirmed that there were no cuts or holes in the patient line and they were not sure as to where the solution came from. Renal therapy services (rts) advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.